Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. An on unknown date the patient was hospitalized for dyspnoea exertional and severe aortic stenosis was noted. On (B)(6) a valve in valve was performed and a 23mm portico valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of exertional dyspnea and stenosis was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.